Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was getting a cgm reading ranging from 140-160 mg/dl; however, she started feeling shaky and her mind was getting foggy. She had her husband drive her to an urgent care clinic. They took a fingerstick bg which was 58 mg/dl while her cgm was showing 148 mg/dl. She was given glucose and fluids via intravenous (IV) therapy and was discharged after about two hours as she had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.